Event description:
The handpiece was returned to the manufacturer for service, and during the investigation the device leaked an unk liquid. There was no pt involvement during this event. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for service and evaluation. During the investigation the device leaked an unk liquid, and a sample was taken. A follow-up report will be submitted after the quality investigation has been completed.